Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the his bundle lead exhibited unacceptable pacing thresholds and inadequate sensing. The his bundle lead was attempted/not used. No patient complications have been reported as a result of this event.